Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 6f sheath after an interventional procedure. Reportedly, the suture pulled straight through when the needle was pulled out. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for investigation. Because all related components were not returned with the device, the scope of this investigation was very limited and the reported failure to deploy suture could not be confirmed. Based on the reported information, our manufacturing inspection criteria, and analysis of the returned device, the probable cause for the reported failure to deploy suture could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.